Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. Representative suspects frame movement. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used during a shunt placement procedure. It was reported that intra-operatively, they were inaccurate during a case. The site reported that they were using electromagnetic (em) navigation and were accurate after registering. Right after they draped, the site reported they were inaccurate by two millimeters. Surgery was completed using the navigation system and taking the amount of inaccuracy into account. Surgical time was extended by less than one hour and there was no known patient impact.